Manufacturer narrative:
Additional info: through follow up, it was learned the iol ended up being a rotation. There was no lens exchange. Further information was provided confirming the lens was repositioned on (B)(6) 2023. The patient outcome was reported as patient is healing well. The patient's weight and race were also provided. No other information was provided. The following sections have been updated accordingly: section a4: patient weight: 150 pounds. Section a5: race: asian. Section h6: health effect - impact code: 4628 reposition rotationally. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4/a5: information unknown/not provided. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a displacement at 11-12 o'clock in the patient's right eye. The patient may need to reposition the lens or will be undergo an iol exchange if the lens cannot be placed. At this time, the lens remains implanted. No other information was provided.